Event description:
Same case as MDR ID: 2134265-2014-00115. (B)(4) study. It was reported that vasospasm occured. In (B)(6) 2010, the patient presented with midsternal chest discomfort radiating into the shoulders and jaw associated with shortness of breath, diaphoresis and nausea. The patient was diagnosed with non- st elevated myocardial infarction and was referred for cardiac catheterization. Coronary angiography revealed the 60% eccentric stenosis in the proximal right coronary artery (rca) and the 95-99% stenosis in left circumflex artery (lcx) near the take-off of the first marginal which was treated with pre-dilatation and placement of 3.00 x 38mm taxus liberté stent. Post stent deployment in left circumflex artery, spasm was noted in marginal as well as in distal lcx which was treated with intracoronary nitroglycerin. Following post- dilatation, residual stenosis was 0%. Three days after, the index procedure was performed. The target lesion #1 was located in the distal rca with 80% stenosis and was 25 mm long with a reference vessel diameter of 2.75 mm. It was treated direct stent placement using a 2.50 x 32 mm taxus liberté stent with 5% residual. The target lesion #2 was a de novo lesion located in the mid rca extending to proximal rca with 90% stenosis and was 25 mm long with a reference vessel diameter of 3.0 mm. The target lesion #2 was treated with pre- dilatation and placement of using a 3.00 x 32 mm taxus liberte stent. Following post- dilatation residual stenosis was 0%. Post stent deployment in rca, spasm was noted in the proximal rca which was treated with nitroglycerin. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).